Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a host side issue. A technical support specialist (tss) identified that the data synchronization 1.0 service was running and proceeded to stop and disable it. The es server was confirmed to be receiving and processing messages normally, and all stations were communicating as expected. Investigation of the provided example showed a delay of approximately 5 minutes, where the es server processed the order immediately upon receipt, but there was a delay in message arrival. Due to the interface retention period of 7 days, further detailed tracing was not possible. Review of structured query language (sql) logs and system events showed no abnormalities. Since the interface uses a single inbound connection for adt and orders across all facilities, and only some messages were delayed, the issue was most likely related to the host system. A similar case is currently under investigation with bd working alongside information technology (it) and dba teams. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, orders were delayed by approximately 10 minutes in crossing over, with delays observed across multiple oncology clinic assets. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.